Event description:
It was reported by svc report that the power cord was missing the ground prong. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.